Manufacturer narrative:
B3-date of event is estimated the patient had an unrelated surgery, and the device was not placed in surgery mode. The "generator is not responding" message displayed on pc. The patient was met with. The system was recovered through abbott intervention. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that, following an unrelated surgery where the ipg was not placed in surgery mode, the ipg was unable to communicate with external devices and displayed the message "generator is not responding". Company manufacturer met with the patient and trouble shooting was able to reconnect with ipg, thereby restoring therapy.